Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotapro atherectomy device and the rotawires used during the procedure. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, both of the returned rotawires were able to be fully inserted and removed with no resistance or issues. In order to determine the functionality of the rotapro device, it was attempted to rotate the drive shaft, and the drive shaft was able to be rotated. With a returned wire inserted, the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed. The device was able to reach and maintain optimal rpm with no resistance or issues.

Event description:
It was reported that the burr got stuck with the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotapro and rotawire drive was selected for use. During the course of the procedure, it was noted the burr got stuck with the rotawire. Additionally, the set rotational speed was 180,000 rpm but the speed reached a maximum of 190,000 rpm. The burr and rotawire were removed from the body as one unit and the procedure was completed with another of the same device. No patient injury was reported.

Event description:
It was reported that the burr got stuck with the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotapro and rotawire drive was selected for use. During the course of the procedure, it was noted the burr got stuck with the rotawire. Additionally, the set rotational speed was 180,000 rpm but the speed reached a maximum of 190,000 rpm. The burr and rotawire were removed from the body as one unit and the procedure was completed with another of the same device. No patient injury was reported.